Event description:
It was reported that the patient went to the emergency room for excessive bleeding due to the pod. The pod was worn longer than 48 hours on the leg. The patient was treated by applying pressure and a bandage. The patient was released a few hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and bleeding. No lot release records were reviewed, as the product lot number was not provided.